Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated moderate paravalvular leak (pvl). It was reported that the native annulus was 26 mm and included left ventricular outflow tract (lvot) calcification that caused the pvl. A post implant balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon. A second balloon aortic valvuloplasty (bav) was performed with a larger 26 mm balloon but the balloon moved out of the annulus during inflation. While a third attempt at a balloon aortic valvuloplasty (bav) was made, the left ventricular function decreased and the patient became hypotensive. A pericardial effusion and a small aortic rupture were observed. Two embolization coils were placed distal to the rupture, stabilizing the bleed. Per the physician, the last post implant bav appeared to have caused the annular rupture and not the implantation of the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.